Event description:
The scrubbed nurse opened the package containing the cypher stent and noticed that the hub was cracked. He then took a taxus stent to treat the patient. The product was stored according to labeling instructions. The stent was pulled out of its package as per usual, no excessive force used. The client noticed the crack hub when he was handing the product to the scrubbed nurse. The circulating nurse handled the product as per normal procedure.

Manufacturer narrative:
This device (lot 14021135) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.